Event description:
It was reported that during a scheduled pacemaker system implant procedure, the physician attempted to insert the right atrial (ra) lead into the pacemaker device header port. However, the lead terminal was unable to be fully inserted all the way to the back of the header port, as required. The ra lead is not a boston scientific product. It was noted that the physician properly loosened the device header set screw. Upon visual inspection, it was noted that the ra port of the device appeared to be narrower. As a result, a different pacemaker device of the same model number was implanted prior to pocket closure and the procedure was successfully completed. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system, and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.